Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure with the megapower generator, after activating the instrument using cut, the generator continued to activate after the doctor released the activation button on the instrument. The doctor had to power off the generator to stop the device from activating. It was not reported how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/9/2018. Investigation summary: the unit was returned and upon testing, no failures identified with the unit. The unit was re-calibrated and tested. The unit had never been returned for service prior to this event. A review of the DHR shows this product was originally manufactured to specifications and there is no evidence of device defect or malfunction.